Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 331 mg/dl for approximately four hours after eating a heavy breakfast without announcing the meal, and subsequently performed a complete supply change of the infusion set (inset 23 inch) and resumed insulin delivery; the ilet provided a high glucose alert, and no external assistance or medical intervention was required. Symptoms included the user feeling okay. Outcomes included continued device use after successful troubleshooting and education with resolution expected following resumption of insulin delivery. Investigation included customer interview and case review. Investigation of this case revealed user-related factors associated with an unannounced meal and successful correction through supply change and continued insulin delivery. It was concluded that the event was attributable to use error related to meal announcement, with no device malfunction identified.